Manufacturer narrative:
Analysis: since the product will not be returned for analysis, medtronic can neither deny nor confirm the reported event. However, this report failure mode has been previously observed and confirmed. Corrective actions have been implemented to reduce the possibility of recurrence of this issue. In addition, a caution in the product "instruction for use" states "repeated bending of the tissue stablizers may compromise device performance." Conclusion: we are unable to determine if the reduced device performance occurred since the product was not returned for analysis. There were no adverse pt effects reported.

Event description:
Medtronic was informed that during use, one of the octopus evolution suction pod sections broke from the device. The device operated as expected during four grafts, but broke when the fifth anastomosis was attempted. The case was contuned with another octopus, with no adverse pt affect reported. Unit was discarded and will not be returned for analysis.